Manufacturer narrative:
(B)(4).

Event description:
It was reported that a decrease in battery was seen from several years in one follow up to ten months remaining most recently involving this device. Technical services (ts) reviewed device data and noted that the power consumption of this device had been increasing the past year. Ts discussed replacing the device and returning for analysis. Ts further noted that assuming the behavior remains unchanged there was sufficient battery capacity to support therapy for at least ninety days. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that a decrease in battery was seen from several years in one follow up to ten months remaining most recently involving this device. Technical services (ts) reviewed device data and noted that the power consumption of this device had been increasing the past year. Ts discussed replacing the device and returning for analysis. Ts further noted that assuming the behavior remains unchanged there was sufficient battery capacity to support therapy for at least ninety days. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices.